Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted transistor, designator q8. UDI - (B)(4).

Event description:
The customer reported that during a patient event, their device reportedly did not deliver defibrillation therapy. The customer stated that they delivered double sequential defibrillation to the patient, utilizing two devices, and reportedly did not observe a physiological patient reaction from the shock, which concerned them. Following the reported event during testing, the device indicated abnormal shock delivery following a test defibrillation shock and logged a critical event code related to defibrillation therapy. The patient reportedly received a total of nine (9) defibrillation shocks throughout the entirety of the event and was transferred to the local hospital with a pulse. The patient did not suffer any known adverse effects during the reported event.